Manufacturer narrative:
The user reported an event related to recovery from open heart surgery. The event occurred on (B)(6) 2025. According to the user, they underwent open heart surgery and have been hospitalized since that time, feeling "pretty rough" and under pain medication as part of recovery.the user received treatment for open heart surgery recovery at the hospital, including pain medication, insulin, and other prescribed post-surgical medications. The user was prescribed lasix, amlodipine, folic acid, furosemide, irbesartan, metoprolol, ferrous sulfate, magnesium, insulin, and a diuretic.this adverse event was not related to the use of eversense continuous glucose monitoring system.

Event description:
On 15 april 2025, senseonics was made aware of an incident where user reported an event related to recovery from open heart surgery. The event occurred on (B)(6) 2025. According to the user, they underwent open heart surgery and have been hospitalized since that time, feeling "pretty rough" and under pain medication as part of recovery. The user received treatment for open heart surgery recovery at the hospital, including pain medication, insulin, and other prescribed post-surgical medications. The user was prescribed lasix, amlodipine, folic acid, furosemide, irbesartan, metoprolol, ferrous sulfate, magnesium, insulin, and a diuretic. This adverse event was not related to the use of eversense continuous glucose monitoring system.